Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aortic diameter of just below renal artery was 13-14mm; the diameter of distal side was 13mm. The right common iliac diameter was 4.2mm on the left and 4.3mm on the right. It was reported that the physician pushed up on the implanted device in consideration of making a transverse wrinkling in the inside of the proximal neck. As a result, the flow divider unexpectedly entered into the inside of the neck, and contralateral side had difficulty in cannulation. During final angiography, blood flow was confirmed form both sides. At a later date the patient complaint of leg pain. The patient had developed a limb occlusion and a femoral-femoral bypass surgery was performed. It was unclear if the occlusion extended up to the bifurcate since no CT scans or angiogram was done. The procedure was completed without issue. It was noted that the left contralateral side was the side that seemed to be occluded. The physician stated that the y-shaped stent graft was implanted into narrow proximal neck, which was not a good plan for this case. No additional clinical sequelae were reported and the patient will be monitored. Review of a pre-implant 3d image and 2 still cta images revealed that the patient had a long and narrow proximal neck. The infrarenal neck was angulated approximately 45 deg to the aaa. Per the scale on the 3d cta, the approximate proximal neck flow lumen diameter just below the renals was 14mm, and the aaa max flow lumen diameter was 43mm. The neck also contained calcification. Both iliac arteries were non-tortuous but appeared extensively calcified. The cause of the events could not be determined from the limited films provided. Images during and post-implant were not available for review. The cause of the flow divider landing inside the neck was likely user related; pushing up the bifurcate device during implant. The exact cause of the occlusion could not be determined. It is possible that off-label usage, implanting within a proximal neck diameter <(><<)>19mm and small iliac arteries, may have contributed to each of the events.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. Conclusion: proximal neck diameter less than 19mm and common iliac diameter less than 8mm, physician pushed up implanted device.